Event description:
Philips received a complaint on the v60 ventilator indicating that there was an oxygen device failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. On (B)(6)2024, the customer reported the alleged issue. The device continued to operate when the alarm occurred. A sales representative evaluated the device and could not duplicate the issue and reported that it was believed the issue could be due to excessive leakage due to the mask being open. It was reported that the alarm occurred while the device fio2 was set to 21%. An evaluation of the device was requested by the customer. On 16dec2024, an authorized service provider (asp) confirmed the occurrence of the oxygen device failed alarm in the diagnostic report (drpt) of an oxygen device failed diagnostic code. Because the diagnostic code was confirmed in the drpt, the asp evaluated the device by performing a functional test, including an inspection of the oxygen device, and could not reproduce the reported oxygen device failed alarm. The asp advised that factors which can cause oxygen device failures include a temporary flow that exceeds the leak compensation capacity due to an open circuit. The asp confirmed that the device software was version 3.20 and then completed a comprehensive inspection, cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).